Event description:
The physician decided to implant an expired graft after being made aware that it was expired; or director went into the room and had the surgeon remove the expired graft and place a new one.